Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented at the emergency room due to syncope. Their device was interrogated and their right ventricular (rv) lead had undersensing of the ventricle. As well, the patient received an appropriate shock due to ventricular fibrillation (vf). Follow up was conducted and no intervention was completed on the lead. The lead is still in use. No further patient complications have been reported as a result of this event.